Manufacturer narrative:
The user indicated that the product did not fail, they were just displeased with the design and believe it contributed to an injury that will result in surgery. There was no additional information given in regards to the injury. There has also been no serial number, model number, or any other identifying information provided in order for roho to evaluate production and inspection records related to this product. Roho has attempted to contact the user multiple times by phone and email and has received no further information to aid in the investigation of this complaint.

Event description:
A letter was received from business consumer alliance with the following information, "complaint description; I'm newly paraplegic and several doctor's suggest roho and it had better reviews than anyone else...anyway that roho cushion damaged me bad... There is no air gage or way to tell if to much to little air... However that's not problem, the problem is it's design puts touch pressured on tail bones damaging me badly scared and I'm mad about it... Customer's desired settlement: fix my now surgery needed back end... It's hideous... No way anyone would be fine with this...thanks for help."